Event description:
Customer reported the insulin pump had a keypad anomaly. Customer's blood glucose level was 120 mg/dl. Customer reported the act button is not working properly, she has to push the buttons a few time in order for it to work. Customer stated she can't think of any significant events that may have cause the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump's act button did not respond due to flattened button dome switch. Insulin pump received with minor scratches on display window, cracked reservoir tube lip and missing end cap sticker.